Event description:
Button on the box has a tendency of falling out which renders the device inoperable. Was told by the manufacturer that this model has a bad electrode, which is a known defect and they are working on getting it fixed.